Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 event was reported for this quarter. 1 device is available for evaluation but has not yet been received. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device safety switch was stuck in the "run" position. 1 reported event had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device was received. 1 event was duplicated; the device was found to be affected by debris. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device safety switch was stuck in the "run" position. 1 reported event had no patient involvement; no patient impact.